Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was misdirected. A technical support specialist (tss) de-assigned the erroneous data from location 04-10. The customer was then able to successfully issue medication from location 04-01 without any issues. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cabinet was misdirected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.